Event description:
I was implanted with the essure coils (B)(6) 2012. The same day of implanting the devices, one fell out after I got home and was on my toilet paper after urinating. I called my doctor and eventually got another essure coil put back in my fallopian tube. I received the depo shot, for the first time, at my first implanting appointment. (B)(6), while waiting for a MRI, I had my back tooth break off. (B)(6) 2012, I bled almost everyday and had horrible joint pain especially in my hips. The beginning of (B)(6) 2013, my bleeding stopped but my pain did not. I had what I thought was my first period in (B)(6) but wasn't regular for my usual periods. I bled again at the end of (B)(6), beginning of (B)(6) which started two weeks after what I thought was my first. (B)(6) 2013 I had my hsg test done which confirmed that my tubes were completely blocked. (B)(6) I had two "periods" and (B)(6) I had nothing. My joint pain continued which made it too painful to sleep on either side of my body at night. By the end of (B)(6), I was having abdominal pain, bloating, and painful intercourse. (B)(6), I started bleeding after intercourse, which was still painful. I saw my implanting doctor (B)(6) 2013 because the pain was so severe. At my appointment, he didn't finish my pelvic exam because he said he could tell I was in too much pain, which I was. He didn't have any other answers to any questions about why I was experiencing what I was other than it might still be the depo shot I was given 7 months prior and thought I had a cyst on my left ovary. Most of my pain was on the right side. He didn't feel the need for further tests and told me to call in 3-4 months if I was still having pain. I could hardly move for a couple of days because the pain was so bad. My son had an appointment with our family doctor that same week. I explained to him everything I had been experiencing and asked what he thought I should do and if he thought it was normal. He didn't think what I was experiencing was normal, told me he would refer me to anyone I wanted, and scheduled me for an ultrasound. The ultrasound revealed evidence of a recently burst cyst on my right ovary and an additional cyst still on my right ovary. (B)(6), I experienced severe bloating and multiple allergic reactions to products I've used many times before with no problems prior to the essure implants. Such as my shampoo, aleve, and my sunscreen. I got an appointment with a new gynecologist scheduled for (B)(6) 2013. By (B)(6), I couldn't wear some of my earrings I've worn for years because my ears would swell up, get bright red, and itchy. I also got a metallic taste for about two weeks and everything I ate made it worse. I lost my appetite and constantly felt nauseous for weeks. August (B)(6), I weighed myself and I was down to (B)(6). When I was implanted (B)(6) 2012, I weighed (B)(6). I looked and felt as though I would was dying. I never had any reproductive issues prior to essure, except for when I had the mirena. Once that was removed, I was fine again. Cysts were never a problem, abdominal pain, or the cramping I experienced with essure in my body. There were multiple times I really thought I was pregnant do to all the pregnancy symptoms I was having. All the pregnancy tests I took were negative but my body acted as though I was pregnant. I bought more pregnancy tests in 11 months than I did the last 11 years. I had horrible acne that looked like I was going through puberty again. I would have sweat drip from my arm pits even when I wasn't hot, skin just flaking off my legs (lotion did not help), horrible low back pain, I had excessive hair growth on my face (even though I had laser hair removal on my face '06-'07), and I had no energy whatsoever. At my first appointment with my new gynecologist, she listened, did a pelvic exam, talked about my options, and I scheduled my hysterectomy. I never wanted a hysterectomy but didn't feel I really had a choice unless I wanted to life the way I had been for the last 10-11 months. My hysterectomy was done (B)(6) 2013. My major symptoms vanished with removal. I was on pain meds for one day following my surgery. The second night after my surgery, I could sleep on my side again with no pain. My smaller symptoms are subsiding. I believe I have heavy metal poisoning and my body is working them out. My body seems to be doing better every week that goes by. Mentally I have became somewhat depressed due to never wanting to have my reproductive organs taken from me. When I got essure, I consented to blocking my tubes, not losing my tubes, uterus, and cervix. I am only (B)(6). No one should have to ever go through this.